Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had been in the emergency room four times since they last saw the representative and were currently in the waiting room at the ER. The patient stated they had swelling on their spine, an infection and non-stop headaches. Further information received from the healthcare provider (hcp) via the manufacturer representative reported that the patient was admitted on (B)(6) 2017 to the hospital and was working with a doctor for infection and MRI. The hcp noted that the patient left the hospital against medical advice on (B)(6) 2017 without having MRI or other diagnostic testing. There were no other records that the patient had any other admissions after the spinal cord stimulation implant other than the (B)(6) 2017 visit. The patient was seen by another doctor on (B)(6) 2017 with the same work-up previously recommended. The patient had the MRI on (B)(6) 2017 and it was reported that there was a minimal amount of fluid and they didn¿t think it was an abscess. The patient had not yet had blood work done. The hcp mentioned that the patient wanted to be seen immediately on (B)(6) 2017 and when offered an appointment with the doctor on (B)(6) 2017 the patient wasn¿t satisfied so he went to the emergency department to be seen immediately by the surgeon on-call. The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: (B)(4) 2017 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient had been extremely non-compliant. The hcp reported that the patient did have an infection and per patient¿s notes, patient had an MRI done on (B)(6) 2017 but never picked up his medicine for the pain/headaches he was having. The hcp reported that the devices were explanted on (B)(6) 2017 due to the infection. The hcp reported that the patient was placed on antibiotics, (B)(6) on (B)(6) 2017 and was to take 875 mg by mouthtwice daily for 14 days. The hcp reported that the patient was to contact the (B)(6) on after the completion of antibiotic course but no one had heard from the patient since. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that they were updated on the patient's status regarding the emergency department (ed) visit. The rep reported that patient left the ed on (B)(6) 2017 prior to discharge and without notifying medical personnel. No further complications were reported.